Manufacturer narrative:
The referenced monitor was manufactured august 2010, with an expiry date of august 2015. The monitor has exceeded its useful life. Review of the manufacturing records supports that there were no issues noted during the manufacturing of the monitor and the device met all specifications prior to release. A review of the service history supports that there have been no prior issues requiring servicing prior to this report.

Manufacturer narrative:
Examination of the returned device was unable to confirm the customer¿s complaint. During evaluation, the monitor was connected to a patient simulator for 48 hours without any functional faults observed. All functional, electrical safety and patient simulator testing results were within normal expected ranges. A follow-up submission will communicate the results of the device history record review. An unstable baseline temperature can be an indication to the user to begin the troubleshooting process. The patient¿s body temperature by can be obtained by different means and compared to the temperature obtained from the catheter. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a vigilance ii monitor provided incorrect blood temperature values. Unfortunately, no further information was forthcoming regarding this incident and the customer was unable to recall whether there were any alert or alarms.there was no report of patient compromise and no other system-related devices were identified as suspect. Patient demographics were requested, but were unavailable.